Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was observed in the activity log but not confirmed with the device. The device was put through extensive testing without duplicating the malfunction. The device's pace/defib engine was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72", "defib fault 76", and "defib disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.